Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bioid) status light was solid blue. A field service engineer (fse) powered off the station and reseated the bioid connections. The fse then powered the station back on, and the bioid was confirmed to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid status light was solid blue. The station was powered off and the cables were reseated; however, the issue persisted. There were no adverse events or injuries reported based on this event.